Manufacturer narrative:
One device was received for investigation. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The downstream occlusion (dso) sensor was faulty. The dso sensor was replaced.

Event description:
It was reported that the device did not recognize the attached cassette. The fault occurred during testing. There was no patient involvement and no patient harm/no adverse event reported.